Event description:
A malfunction occurred after a software update, and the displayed code could not be reset, prompting a persistent issue even after attempted resets. There was no adverse impact to the customer's blood glucose level at the time of the event, as it was noted to be 122.4 mg/dl. Actions taken included replacing the malfunctioning pump, and the customer was instructed to use a multiple daily injection (mdi) regimen as a backup therapy. The customer was guided on how to store the old pump and return it with a prepaid label within ten days.